Manufacturer narrative:
The complaint is not confirmed. See the attached vendor evaluation for further details.

Event description:
On 02/09/2022, it was reported by a sales representative via sems that a ar-6480 pump is producing an error message stating "pressure fault". This was discovered during an unknown case, with no patient effect reported.